Event description:
Doctor was performing a laparoscopic cholecystectomy and using an endo clip applier 5mm. The device quit firing and locked up. It was replaced with another device. No patient harm was identified.